Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Event description:
The account alleges that during a femoral artery stent procedure, the catheter tip detached within the patient and occluded the vessel until surgery could be completed.